Event description:
It has been reported to philips that the system did not fully boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A remote alert indicated an error related to defective fan and power tray. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found in m-cabinet fdcsib does not have power and missing link lights for devices on switch. The fse concluded that the issue points out to fan tray power distribution. To resolve the issue, fse replaced the pdu tray and returned it to philips for further analysis. The analysis confirmed that the malfunction of pdu tray was due to electrical overstress which resulted in psu04 malfunction. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.